Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine generator change-out, externalized conductors were observed under fluoroscopy. Patient was asymptomatic. No electrical anomalies were detected. The lead was capped and replaced on (B)(6) 2016. The patient will continue to be monitored normally.